Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The nc trek otw coronary dilatation catheters information for use states that the device is indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient underwent a procedure to treat a target lesion in the iliac artery. The 5.0 x 20 mm nc trek dilatation catheter was advanced to the target lesion and inflated. During the first inflation, the nc trek balloon ruptured at an unspecified pressure. The device was removed without difficulty and all portions of the balloon dilatation catheter were removed. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.